Event description:
It was reported that during a hemicolectomy the device did not cut or staple the issue. Another device was used with the same results. Another device was used to complete the case. There were no consequences to the pt.